Event description:
It was reported that the patient's pacemaker migrated lower within the implant pocket and subsequently pulled the atrial and right ventricular leads back. Chest x-ray confirmed that both leads were pulled back. All lead parameters were within normal limit. On (B)(6) 2022, the pacemaker was repositioned and the leads were explanted and replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-05066, 2017865-2022-05067.

Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found the complete lead was returned in one piece. Inner coil inside the connector region was found over-torqued consistent with procedural damage. Helix mechanism and length test found that after cleaning, the helix was able to extend and retract normally. Full helix extension length measured 1.80 mm and was found to be within specification. Other damages found were consistent with procedural damage. The lead was otherwise normal, no anomalies were found.